Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level of 401 mg/dl. Cause unknown. Customer administered a correction bolus via the pump to address the bg. Reportedly, due to the elevated bg, the paramedics were called. Customer declined further troubleshooting. Therefore, no additional information was obtained.